Manufacturer narrative:
The subject device was returned for device investigation. The device was evaluated and found no abnormalities that could have led to the positive culture. The legal manufacturer's (lm) reviewed the customer provided cleaning sterilization and disinfection (cds) processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following results of the culture test prior to repair, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels colony forming units (cfu): <1 cfu bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU, the results conformed to the regulation's recommendation. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine microbiological testing, the gastrointestinal videoscope tested positive for 11 colony forming units (cfus)/100ml of pseudomonas aeruginosa. All channels were sampled. After additional reprocessing, the device was sampled again and testing detected 9 cfu/100ml of pseudomonas aeruginosa and citobacter freundii complex in the suction channel, 22 cfu/100ml in the auxiliary channel, and 1 cfu/100ml in the air water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.